Event description:
This 38-year-old female underwent bilateral autmentation mammoplasty in 1981 with implantation of silicone gel implants. The MFR of the implants is not known to the reporting facility as they were implanted at another facility; nor does the pt know the name of the MFR. The pt complains of breast pain, hand tingling and burning, and chronic fatigue. Gross exam: right implant appears intact, left implant shows leakage of the sticky stringy viscous gelatinous material. The capsules show dense fibrous connective tissue with inflammation.